Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is likely the image was not displayed because communication with the scope failed due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center¿s processor was suspected to possibly have a damaged socket, because it had an image with the enf-vtz endoscope and no image with the enf-vh endoscope. It was noted that the enf-vh endoscope was later connected to another processor, and it had image. There were no reports of patient harm.

Manufacturer narrative:
It is not clear if the device will be returned for evaluation and has not yet been received. An email was sent to the customer offering a diagnostic examination of the device by a field service engineer, but no response has been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.